Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, : explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was an impedance issue and the lead was broken or fractured. It was unknown which electrodes had the impedance issues. The lead and implantable neurostimulator (ins) were explanted on (B)(6) 2014. The patient also noted having experienced pain from the device at the device pocket, removal site, and insertion site. The patient had been to the emergency room for pain and follow-up with the patient¿s doctor noted that the device had been off. The patient status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02wff, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va02wff, explanted: (B)(6) 2014, product type: lead.